Event description:
It was reported that this right atrial (ra) lead exhibited a high out of range pace impedance measurement greater than 2500 ohms which triggered a lead safety switch (lss). As a result, the device automatically switched the ra lead from the bipolar to the unipolar pacing and sensing configuration. Noise in the unipolar configuration was oversensed resulting in inappropriate atrial tachy response (atr) mode switch episodes. The ra lead was programed back to the bipolar configuration and testing was normal with an impedance measurement of 552 ohms and a threshold measurement of 0.7 volts at 0.5 milliseconds. It was noted that the associated pacemaker device will reach elective replacement interval status in approximately four months and the patient is scheduled to be checked again in two months. The ra lead remains in-service. No patient symptoms or adverse patient effects were reported.